Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the thumb switch did not activate the vasoview hemopro 2. They tried to switch out the cord and during the process of exchange, the device was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.